Event description:
A male patient contacted lifecor customer support to report, that he was receiving constant "check belt" messages. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the repeated "check belt" alarms was an intermittent +5 volt supply within the distribution node of electrode belt. The reported problem was duplicated when the cover from the distribution node was removed and the cables/wires manipulated. The +5v supply in the distribution node could be intermittently shorted to ground by manipulating the cables and wires. The exact location of the intermittent short could not be identified but was likely to due to a shield strand contacting the +5 volt conductor. The electrode belt was repaired, retested and restocked. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.